Event description:
Reporting status: serious injury-surgical intervention. Reporting rationale: dislodged stent requiring surgical intervention. Device issue: dislodged stent. It was reported that a pt experienced perforation of a coronary diagonal artery with a non-abbott dilatation catheter. Treatment was attempted using a graftmaster stent; however, it dislodged from the stent delivery system. The pt underwent coronary bypass surgery and the dislodged stent was removed. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device was received. Investigation is not yet complete.